Manufacturer narrative:
An extensive engineering investigation was performed on the returned s8 autoset device by the design house in (B)(4). The investigation determined that the reported event was due to the ac appliance inlet connector solder pins in the power supply unit (psu). The investigation found that the solder pins were broken. Resmed has conducted ongoing, intensive monitoring and statistical analysis of the empirical field return data for this failure mode. Resmed's risk analysis concludes that the risk is acceptable. Resmed continues to closely monitor the incident and severity of this failure type. (B)(4).

Event description:
It was reported to resmed (B)(4) that an s8 autoset had thermal damage to its housing. There was no patient injury reported as a result of this incident.